Event description:
Procedure: unk. Reportedly, oxygen was being administered to the pt and "during (the) tracheostomy, while (the) surgeon was excising tracheal cartilage, a spark was generated and a cautery flare occurred. An ent was consulted and no evidence of injury to upper or distal airways was noted. Eschar was noted in the proximal trachea and site of the trach."